Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #02 MFR report: 3005168196-2020-01213.

Manufacturer narrative:
Results: there was no physical damage noted on the device. During functional testing, the lightning was plugged in and a green light illuminated. The switch was moved to the on position and the lightning started flashing green and cycling the valve. After occluding the tip, the light began to flash yellow. The lightning was power cycled and turned to on with the engine off and not under vacuum. The lighting began flashing red to indicate no vacuum was detected. Conclusions: evaluation of the returned lightning aspiration tubing revealed a functional device. After clearing the blood in the returned system, functional testing was performed, and the device was functioning as intended. The reported complaint could not be confirmed. Penumbra lightning are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the iliac vein using a lightning aspiration tubing (lightning), indigo system aspiration catheter 12 (cat12) and penumbra engine (engine). During the procedure, after advancing the cat12 to the target vessel, the physician turned on the engine noticed the lights on the lightning unit would turn from green to red. The lightning unit was unplugged and was removed from the penumbra engine canister (canister). It was also reported that the engine was turned off. The physician reattached the lightning unit to the canister; however, the same issue occurred, and the lightning unit would not work after turning on the lightning switch. Therefore, the lightning unit was removed. The procedure was completed using a new lightning unit. There was no report of an adverse effect to the patient.